Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and only work occasionally . Customer also indicated that the backlight comes on when the down arrow button is pressed. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch. No unlocked lcd keypad connector. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.